Manufacturer narrative:
During a follow-up in clinic, the device was interrogated and there were several false pause episodes noted due to undersensing. The device was reprogrammed to resolve the event and the patient was stable with no consequences.

Event description:
During a follow-up in clinic, the device was interrogated and there were several false pause episodes noted due to undersensing. The device was reprogrammed to resolve the event and the patient was stable with no consequences.